Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint is traced to a component failure. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the electrosurgical generator to the service center for a separate issue. During the device analysis, the service repair technician indicates that display of error code e433 was found due to the generator board failure. It was determined that the generator board needed to be replaced. There was no patient involvement.